Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20097046, d.4. Medical device expiration date: 9/29/2023, h.4. Device manufacture date: 9/20/2020. D.4. Medical device lot #: 20115009, d.4. Medical device expiration date: 11/23/2023, h.4. Device manufacture date: 11/23/2020. H.6. Investigation: one hundred and thirty-three 20019e7d samples were received in sealed packaging for investigation; one hundred and thirty were from lot 20097046 and three from lot 20115009. A visual inspection of the returned samples confirmed the customer's experience as the smartsite component of one hundred and seventeen of the returned samples from lot 20097046 were oval shaped. The remaining samples were not identified to have any deformities, furthermore pressure testing did not identify any leakage from the remaining 16 samples. A review of the production records for lot 20097046 and 20115009 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the root cause of the oval shape is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval shaped therefore when the round fla component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval shape of the piston head. Previous investigations have not found a potential root cause for this level of excess heat as a result of any stage of the manufacturing or sterilization processes at the manufacturing site. H3 other text : see h.10.

Event description:
It was reported 80 y ext w/vlv ports & 2 sld clp had leakage issues. The following information was provided by the initial reporter: "connector site should be round and connect to syringes. These batches are of an oval shape and therefore won't connect and also leak fluid."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 80 y ext w/vlv ports & 2 sld clp had leakage issues. The following information was provided by the initial reporter: "connector site should be round and connect to syringes. These batches are of an oval shape and therefore won't connect and also leak fluid."